Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device showed four sequences of pacing that did not have refractory beats included. The diagnostic was not consistent with the amount of atrial fibrillation the patient had. The physician expressed that "it did not make any sense to do it that way." The device remains in use. No patient complications have been reported as a result of this event.